Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The heating issue could not be reproduced. No related repairs were made, as the reported issue could not be reproduced. The device underwent pm servicing while in for repair. Circulation pump, mixing pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the heater was not working and low flow . Preventive maintenance. Per additional information received via follow-up on 07dec2022, heater was not working and there was low flow. No patient involvement, low flow was discovered before therapy. Another machine was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the heater was not working and low flow. Preventive maintenance.